Event description:
A device was used during an unknown procedure. The device was very difficult to fire. Once fired, the surgeon could not remove it from the tissue. The device was excised from the tissue and another device was used to complete the case.